Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Tandem technical support instructed the caller to plug the wall adapter into a working outlet and wait at least 30 minutes for charging to begin, but the caller was unable to finish troubleshooting. Technical support attempted to obtain additional information regarding the issue; however, no response was received.